Event description:
Four years following intraocular lens (iol) implant surgery, a surgeon reported an unexpected postoperative refraction. The surgery was performed by another surgeon. This surgeon indicated a yag laser procedure was performed. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested 11/11/2011 and 11/23/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).